Event description:
Baby girl k., was born march 1, 1992 at 0945. Apgars were 7 at one minute and 8 at 5 minutes; amniotic fluid had 1+ meconium. At birth several abnormal morphologies were noted including a "cleft" at the base of the skull, syndactyly of the second and third toes bilaterally, and premature fusion of the cranial sutures. The infant had a mile to moderate oxygen requirement. Because of this and the question of anomilies, the infant was admitted to the special care nursery. Routine septic work-up was done, including labortory testing and antibotics. Because peripheral IV access could not be obtained, and the possibility of the need for extensive blood draws for genetic testing, umbilical arterial and venous lines were placed. The venous line was a #5 fr double lumen silastic catheter, made by gesco. Catheter placement was verified by x-ray. The first film showed that the catheter was above the heart. The catheter was moved back and the second film showed that the catheter was one centimeter below the diaphragm. The proximal catheter was sterilized and advanced one centimeter. Plans to transfer the baby to children's hospital for genetic testing were made for the next day. The infant remained stable through the night with an oxygen requirement of approximately 30%. IV fluids were being administered through the uvc at 10cc's per hour with an abbott micro infusion pump. The next morning at approximately 0600, the nurse caring for the baby noted that she was fussy and mottled. The initial blood pressure at the time was within normal limits, but with a narrow pulse pressure. Within approx. 5 minutes the infant's heart rate fell below 100, and she became apneic. Resucitation measures were initiated; including incubation, ventilation, cardiac message, and dryugs (epinephrine and bicarb). The uvc line was pulled back 3 cm at 0620 and another 1cm at 0705. Prostoglandin el infusion was initiated at approx. 0700. Ultrasound was called at 0630, and when imaging showed a cardiac tamponade, the pericardial fluid was aspirated at 0652. Laboratory evaluation of the pericardial fluid revealed a glucose level of 4,438, and a gentamycin level 0f 133 (gentamycin dose via the uvc had been initiated using a medfusion model 2001 pump shortly before the episode began. Resuciation continued after the aspiration of approximately 10c's of fluid from the pericardium. An isuprel drip was initiated, but the profound bradycardia persisted. The baby was pronounced dead at 0745device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, other, inherent risk of procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.